Manufacturer narrative:
Additional manufacturers narrative. Unable to confirm complaint - without return of device and further information or CT images of event vascutek are unable to confirm complaint or investigate further. Vascutek received information that CT scans were performed on (B)(6) 2016 but no additional intervention was required. No patient consequences were reported. Vascutek has carried out a 5 year review for similar events which confirmed that there have been no other dilatation complaints received for vp1200k devices, giving an occurrence rate of (B)(4)% and showing no adverse trends. From a clinical perspective such a quick and large % of dilatation is unusual and could be potentially serious, however graft dilatation post implantation is a frequent occurrence which does not necessarily indicate that there will be a rupture or failure of the graft (as in this case there was no patient consequences reported). Vascutek now considers this complaint closed, however the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time.

Event description:
This report is being submitted as a follow up / final report for MFR report # 9612515-2016-00017 to provide additional information regarding the event and vascutek's investigation

Manufacturer narrative:
Device remains implanted; therefore, no evaluation of actual device could be performed. (B)(4). Method - no testing methods performed - no testing of actual device possible as graft remains implanted in patient. Process evaluation - review of manufacturing and qc records to ensure batch processed as per specification. Manufacturing review - review of retained manufacturing and quality records. Results- no failure detected - review of retained qc and manufacturing record show batch was manufactured to specification. Conclusion- conclusion not yet available as evaluation still in progress - vascutek has requested further information from site related to event and will report findings in next follow up / final report.

Event description:
Event was reported to vascutek as follows; approximately 2 weeks after the implant, the surgeon observed a large increase of the diameter of the main body section of the bifurcation from 16mm to approx. 24mm.